Event description:
It was reported to philips that the heartstart xl+ defibrillator/monitor failed testing. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the device failed operational control tests. There was no reported patient involvement. Based on the information available and the testing conducted by the bench, the cause of the reported problem was due to a defective therapy pca in which the customer was provided a quote for repair. The customer declined the quote and the device was returned to the customer without any further repairs. No further action is warranted at this time.